Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is currently pain free with their new device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced pain with and without device use. The recipient is believed to have taken over the counter medication for the pain. Additional medical intervention did not take place. The external visual inspection revealed the electrode was severed at the fantail and along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient is reportedly experiencing pain and a tight feeling of skin at the implant site. The recipient is an inconsistent user. Revision surgery is scheduled.